Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against resistance likely contributed to the kink and fracture observed near the mid-joint. Further evaluation revealed that the embolization coil was detached from the pusher assembly and an additional pusher assembly kink. The detached embolization coil was likely a result of the pusher assembly fracture. The kink was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coil lps and non-penumbra. During the procedure, a ruby coil lp would not advance through the introducer sheath; therefore, it was removed. The procedure was completed using additional ruby coil lps. There was no report of an adverse effect to the patient.